Manufacturer narrative:
One decontaminated nutriport without its original packaging with lot 1812883764 was received for evaluation. The visual inspection was performed according to the procedure. It could be observed that there is a crack in the upper part of the tube, which confirms the condition reported. The affected device is supplied by an external vendor. A supplier corrective action report (scar) was generated and submitted to the vendor. The root cause and any corrective actions, if applicable, will be addressed by the vendor. Cardinal health will continue monitoring the process, customer complaints and feedback notifications for any adverse trends that require immediate attention.

Manufacturer narrative:
Updated section b5 describe event or problem to fix an incorrect word. Investigation results: no samples or photos were received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the device split where the shaft meets the top of the button causing large leakage and irritation. The device was placed on (B)(6) 2021 and removed on (B)(6) 2021, it had started leaking the week prior.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device split where there shaft meets the top of the button causing large leakage and irritation. The device was placed on (B)(6) 2021 and removed on (B)(6) 2021, it had started leaking the week prior.